Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient received an air detected in cassette fill 1 of 4 and ended treatment. Air bubbles were seen in the patient line. There was fluid seen in the pump module area of the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient verified that there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler air dry for 24 hours and resumed use without any further issues. The cycler set is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient received an air detected in cassette fill 1 of 4 and ended treatment. Air bubbles were seen in the patient line. There was fluid seen in the pump module area of the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient verified that there was no harm, intervention or adverse event due to the fluid leak.the patient let the cycler air dry for 24 hours and resumed use without any further issues. The cycler set is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient received an air detected in cassette fill 1 of 4 and ended treatment. Air bubbles were seen in the patient line. There was fluid seen in the pump module area of the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient verified that there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler air dry for 24 hours and resumed use without any further issues. The cycler set is not available for return for physical evaluation by the manufacturer.